Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a shock in the vt-1 monitor only zone. Boston scientific technical services (ts) discussed the initial rate was in the vt-1 zone and then suddenly accelerated into ventricular fibrillation (vf), quick convert anti-tachycardia pacing (atp) was delivered. This slowed the rhythm down into the vt-1 zone. Once quick convert is delivered, the device monitors for 2 of 3 fast beats. Any beat in any zone of detection is considered fast, even in a monitor only zone. The ICD charged and delivered a shock which accelerated the rhythm back into vf. 7 additional shocks were delivered and therapy was exhausted. After therapy was exhausted the rhythm decreased below the vt-1 zone, however, irregular v-v intervals occurred, potentially indicating atrial fibrillation with rapid ventricular response. Anti-tachycardia pacing (atp) was delivered, however, it wasn't successful. The patient was seen in the clinic and programming changes were made. This ICD system remains in service. No adverse patient effects were reported.